Event description:
A malfunction alarm was reported with a code of malf 12. The customer's blood glucose level was 3.3 mmol/l, which is within the normal range, indicating no adverse impact. Technical support assisted the customer with resetting the pump and provided instructions for future issues. The customer was able to continue using the pump and was advised to call back if the malfunction recurred.